Event description:
It was reported that the procedure was to treat a mildly tortuosity, mildly calcified, concentric, de novo, 80% stenosis in the mid right coronary artery (rca). The 3.5x15 mm nc trek balloon catheter was advanced for post-dilatation; however, the balloon ruptured at first inflation at 15 atmospheres. A second 3.5x15mm nc trek was used for post-dilatation and the procedure was completed without issue. There was no resistance during advancement or retraction of the balloon catheter. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: brite tip; stent: xience prime. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.